Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the optical fiber inside the main unit was broken due to stress, and communication could not be performed normally, leading to an event in which the image you pointed out could not be obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a faulty cable. Additional findings were as follows: the rear cover had a faded label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the 4k camera head had a connection issue, not working (no image) in the operating room during the procedure. There were no reports of patient harm or impact associated with the reported event.